Manufacturer narrative:
A follow up report will be submitted with investigation results should the device be repaired or the device/logs be received for evaluation. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer. H3 other text : device was not returned to manufacturing facility

Event description:
It was reported that the customer had noticed an increase in heparin infusion programming errors since they went live with interop. Information on patient impact is unknown.

Manufacturer narrative:
Omit : c20 - no findings available, d15 - cause not established. Correction : describe event or problem additional information : imdrf annex a, b, c, d, g codes.

Event description:
It was reported that the customer had noticed an increase in heparin infusion programming errors since they went live with interop. Information on patient impact is unknown. Although requested further information was not provided.